Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (B)(4) was used on a (B)(6) patient, the platform stopped compression after giving 4 or 5 compression. The crew immediately performed manual CPR. The user was unable to resolve the issue and specify the error message. No known impact or consequence to patient reported.

Manufacturer narrative:
The report of the autopulse platform ((sn (B)(4)) would stop compressions after giving 4 or 5 compression was confirmed during functional testing and archive data review. The root cause was due to a defective drivetrain. Upon visual inspection no physical damage was observed; however the clutch plate was observed to be sticky. This observation is not related to the reported event. The archive data was reviewed and contained multiple occurrences of user advisory (ua) 2 (compression tracking error), ua 17 (max motor on time exceeded) and warning-1 low battery warning error occurred on (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. Evaluation of the platform during functional testing, the platform displayed a user advisory (ua) 17 (motor on for too long during active operation) after 4 to 5 compression due to a defective drivetrain. Ua 45 (drive shaft not at home position) displayed intermittently during functional testing due to a defective encoder gearbox. Upon replacement of the drivetrain, encoder gearbox and clutch plate, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints reported for autopulse with serial number (B)(4).